Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the master tool manipulator (mtm) 2 to resolve the issue. System was tested and ready for use. Isi has not received the mtm 2 for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the master tool manipulator (mtm) could not control the universal surgical manipulators (usm). The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer if any information appeared in the high-resolution stereo viewer (hrsv) or touchscreen. The customer did not know. The customer stated the surgeon used another console to finish the procedure. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the system functionality was checked upon powering on the system, and it initially powered on without errors. The surgeon chose to complete the procedure with another surgeon side console (ssc). Patient-related information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The master tool manipulator (mtm) was analyzed and the reported failure was able to be reproduced during the sine cycle.

Event description:
Refer to h10/h11 for follow-up information.